Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in a endoscopic retrograde cholangiopancreatography (ercp) and endoscopic papillary biliary dilation (epbd) procedure performed in the papilla on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not inflate. The device was removed from the patient and a small hole was noticed on the balloon the procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the balloon was inflated; and it was found that the balloon had a pinhole on the body. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in a endoscopic retrograde cholangiopancreatography (ercp) and endoscopic papillary biliary dilation (epbd) procedure performed in the papilla on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not inflate. The device was removed from the patient and a small hole was noticed on the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.